Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected and was successfully inflated three times. However, upon withdrawing the balloon out from the patient per usual handling over the wire, the physician noted that only part of the balloon was on the catheter and the other half appeared to have broken away from the distal half of the device and was on the table. The balloon was removed completely from the patient's body. No patient harm was reported to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).